Event description:
The customer reported a failure to discharge via pads only in the sync mode. (No leads ECG cables were used). The user's switched to a different defibrillator to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.